Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The lesion was pre-dilated. The silverhawk device separated where the cutter unit and distal portion of the sheath meet. The cone unit is still on the internal wire. The procedure was completed with balloon angioplasty. Evaluation of the returned device was completed (B)(6) 2016. The silverhawk was inspected and noted the distal assembly was detached from the torque shaft. The separation occurred between the hinge and the torque shaft adapter. It should be noted the device remained intact, no separation resulting in two or more pieces of the silverhawk was observed. With the thumb switch moved forward the drive shaft exposed at the point of detachment. With the thumb switch pulled back the distal assembly moved back towards the shaft adapter not exposing the drive shaft. The hinge of the distal assembly was inspected under microscope and noted no damage. Both hinge pins were present. The adapter was inspected under microscope and no damages were noted. The report of the silverhawk separating has been confirmed.